Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A 1104bt intracranial pressure (icp) temperature monitoring icp value changed on 5th day. The event was described as follows; the catheter was functioning properly and the icp valve was stable at 20mmhg for four days but, on the fifth day the value was suddenly changed from 20 to 50. The pt condition improved so the catheter was not replaced. The pt's age, gender and the reason for the use of this product was not available. No injury occurred as a result of this event. The pt had not been moved when the valve changed. There was no info available about the pt's mental status.